Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm and a motor position encoder error alarm. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that the alarms were unable to be cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error or motion sensor test failure alarms due to motion sensor test failure alarms. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.